Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device is not being returned for evaluation. Should additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's global technical service center to report the programming had been changed on the homechoice (hc) machine. The registered nurse (rn) stated, she had set up the hc and started therapy, but instead of saying fill 1 of 7, it was saying fill 1 of 4. The rn was advised to stop therapy and call the peritoneal dialysis (pd) rn as soon as possible to review the programming. There was no patient injury or medical intervention reported.